Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Initially, the customer refused service. The intuitive surgical inc.(isi) field service engineer (fse) had customer test the system. The system powered up with no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Per the surgeon, the procedure was converted due to patient anatomy.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, biomed called the intuitive technical support line to report that the system had powered off and on by itself. He didn¿t have any further information. Therefore, the technical support engineer (tse) reached out to the or manager and learned that the procedure had been converted to an open surgery. The tse explained that this wasn't possible and informed customer about that fact that the or staff used a defective endoscope again, which caused a 45311 fault again (left eye was blind). An aex had been recommended already last week for the used scope. Tse informed customer that all other faults were related to the camera issue and tried to grab more information what the or stuff did after that fault. Or manager did not have any more information. The procedure was converted to open with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.